Event description:
Meter name: one touch ii. Strip name: lifescan one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: convulsions. A patient reported they were taken to hospital. Their meter allegedly would only prompt message error 2 the result on their meter was: unable to test. The result at the hospital was result unknown. It is unknown as to whether or not a comparison was performed. Treatment was unknown. Customer uses the customer's meter to gauge the amount of insulin the customer needs to take, the customer is unsure if the customer took the proper amount of insulin. No further information has been reported.